Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Clinicians believed that the patient (infant) was fully sedated and yet the patient was breathing above the set respiratory rate. Another ventilator was tried and it was later suggested by the bedside respiratory therapist that the ventilator was not the issue as the patient was breathing above the set rate on the replacement ventilator as well. No service was performed and no further issues have been reported. The evaluation of received device logs confirms alarms for high respiratory rate together. Simv modes were used where the patient can breathe spontaneously with inspiratory support between the mandatory breaths. Ventilator trend logs show that the patient at times was breathing close to the set upper respiratory rate limit, causing the alarms. No pre-use check had failed and the last successful pre-use check passed two days before the reported event. No technical errors were generated to indicate a technical ventilator malfunction. The conclusion is that no indication of a technical ventilator malfunction was found. Apparently, the patient sometimes breathed above the set upper respiratory rate alarm limit.

Event description:
It was reported that the patient was fully sedated and yet was breathing above the set respiratory rate. There was no patient harm. Manufacturer's ref #: (B)(4).